Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone a field service engineer (fse) confirmed the error with the customer. The fse instructed the customer to clean the presence sensor on the y-axis cup transfer with a cotton swab and alcohol. The customer validated the analyzer by successfully performing an all-set-home and no error reoccurred. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2163] y-axis cup transfer cup release failure. Cause: the cup-gripping sensor detected a cup after the cup release operation. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a dirty y-axis cup transfer sensor.

Event description:
A customer reported ¿2163 y-axis cup transfer cup release failure¿ error during patient processing on the aia-2000 analyzer. The customer rebooted the instrument and moved the test cups around the sorter to see if the issue improved, but the error persisted. No obstruction was observed in the waste chute. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.